Event description:
Patient reported right side capsular contracture baker grade unknown. Device remains implanted.

Manufacturer narrative:
The event of "_____" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unknown.